Event description:
Same case as MFR#: 6000089-2007-00950. It was reported that during a pci procedure, the maverick2 monorail balloon was inflated to 12atms for two to three seconds on the third inflation when it ruptured. The lesion being treated was located in the tortuous, severely calcified and 90% diffuse stenotic proximal to distal right coronary artery (rca). The balloon was inflated to 6atms on the first inflation and to 10atms on the second. The device was removed from the patient intact. The procedure was successfully completed with a 4.00x20 maverick2 balloon. Patient status is listed as "good."